Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that image on the monitor became overly bright and glared, producing a dazzling light that obscured the view of the cavum area on the screen, and this caused the procedure to be delayed at that moment. We would like to confirm that the surgery initially took 40 minutes, with an additional prolongation of 10 minutes, making the total duration 50 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).